Event description:
Hcp reported that catheter broke at catheter anchor. A portion of the catheter remains in the intrathecal space. No pt symptoms reported. The pt underwent explantation of the pump and catheter in 2000.